Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor smooth round moderate plus profile gel implants placed was diagnosed with breast cancer post procedure. The patient has an appointment to discuss possible mastectomy and replacement, however no information regarding an explant date is available. This information was provided by the patient¿s husband. No information regarding the specifics of the cancer was made available. If additional information is made available in the future, then a supplemental report will be submitted. See 1645337-2020-01191 for contralateral prosthesis report.